Event description:
The patient's original makoplasty was performed in 2006. The patient was revised to a total knee in 2008.

Manufacturer narrative:
Complaint was associated with a procedure in which an implant system that is manufactured by a medical device company and distributed by mako surgical, corp., is implanted utilizing the tgs. The surgeon indicated in the investigation that the tgs was not a contributor to the event. No evaluation was executed on the tgs involved; indications are the system performed safely and effectively. There is no indication that the tgs contributed to the root cause of the failure event. A report has been filed with the manufacturer of the implant system and the explanted device has been returned for investigation. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs.